Event description:
During service an overinfusion was reported to have occurred. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.